Event description:
Patient reported poor sound quality in 2000. Pt had a sudden loss of sound in 10/00. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery occurred in 2000.